Event description:
Overnight the pt's insulin pump died/stopped working. It was working at 2100 when she went to bed and when she woke up, the screen was dark. She replaced the batteries with new ones and the device still was not functioning or turning on.